Manufacturer narrative:
The insulin pump powered up after battery installation and was stuck in a pump error 53 alarm notification screen and reboot or medtronic logo loop, problem isolated to the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify failed batt test or power loss alarms due to pump error 53 alarm loop.

Event description:
The customer reported via phone call that insulin pump was not working. Blood glucose was unknown. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.